Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5109388, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1140, serial number: (B)(4), batch/lot number: 21233449/201915, model/catalog description: precision novi ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was hospitalized due to uncontrolled procedural pain post implant. X-ray showed that the leads had migrated and the physician believed that the patient had an underlying infection at the spinal incision site. The patient was prescribed with multiple intravenous antibiotics and medications. The patient underwent an explant procedure.